Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump pocket healed very loosely causing the pump to sit at an angle, almost lateral in the pocket. The patient did not like the position.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease. It was reported the clinical diagnosis was painful pump pocket. The patient was to undergo a possible pump pocket revision. A pocket revision was ordered on (B)(6) 2015. The patient complained of increased redness at the pocket on (B)(6) 2015. On (B)(6) 2015 the patient complained of pocket pain. The pump was repositioned as an intervention on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.